Event description:
Information was received from a manufacturers¿ representative regarding a patient who was implanted with a neurostimulator for essential tremors, parkinson¿s dual, dystonia, and movement disorders. It was reported that the healthcare provider noticed a ¿bow¿ at the lead tip and decided not to use the lead during implant. There were no patient symptoms reported.

Manufacturer narrative:
No anomalies were found with the implantable lead. Upon review of the analysis results it was determined that eval code result and eval code conclusion no longer apply. Device code also no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reiterated that upon opening the lead kit it was found that it was damaged, and there was a curve that should not be there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.